Event description:
Caller states that a patient tested 35 mg/dl on the device while the lab drawn within 10 minutes produced a result of 133mg/dl. Action was taken based on the device result. Caller also reports that a different pt tested 39mg/dl on the device and 133mg/dl on a lab drawn within 10 minutes. No action was taken based on device result in this situation either. No adverse event reported and no treatment provided. Quality controls were used and reportedly fell within acceptable limits. Requested return of suspect device and replacement was sent.